Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned guide wire noted that the device was received with the pouch opened and no foreign material was found. The returned device and package did not exhibit any defect that could have caused or contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was unable to be determined. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention (pci) procedure foreign material was found. The 100% stenosed target lesion was located in the distal right coronary artery. While unpacking a choice 300 pt es guide wire, foreign material was noted in the packaging. The device did not come into contact with the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.